Manufacturer narrative:
A kink was noted in the exposed portion of the soft cannula. It is unclear when and how the kink occurred. No timeouts or drive stalls were present in the downloaded data. During the fluid path test, fluid was able to flow passed the kink and out of the distal tip of the soft cannula. The distal tip of the soft cannula was manually occluded, and no leaks were present in the fluid path or fill septum of the device.

Event description:
It was reported the patients blood glucose level rose to 20.5 mmol/l (369 mg/dl) while wearing the pod between 24 and 36 hours. As treatment, a new pod was placed.